Event description:
Additional information received as patient reported the symptoms and issue to the doctor and found out that all the electrodes and wires were still working. They reprogrammed the interstim but still having to cath more than they were urinating. Doctor never did any c-scan or any neuroglial tests they tried to put me on anti-depressants. They reported that their device worked very well in emptying their urine and colon. They cath of the morning and at night. Now, it was been proved that device had worked but their frontal lobe was not received the signals and they had to cath about 4-7 times a day. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient supplied their weight at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient notified their doctor on (B)(6) 2017 where they were reprogrammed and the wires worked. The patient also notified their doctor on (B)(6) 2017 where they are still cathing, but the machine is working better. It was determined that the fall affected the device/system. Patient says the concussion interfered with the signal of the wires going to the wires. It is slowly getting better. The steps taken to resolve the fall is the patient has lawyers because workers comp at their work doesn't want to pay for the bills except for the neurologist bills. Patient reports receiving 14 stitches and 4 months of memory loss. Doctor told the patient it wouldn't be long before they needed surgery. Patient caths a lot now because they are not getting the signal anymore. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a loss of therapeutic effect and return of symptoms. The patient needed to self-cath morning and night. It was noted the patient had gone through all four programs and had turned stimulation up ¿pretty high.¿ it was reported the patient felt stimulation. It was reported the patient fell at work and their neck, head, and back hit the concrete. The patient tripped over their right leg and their head hit ¿hard¿ on the corner of a cement wall. The patient hit twice and their head, neck, and back took the blunt of the hit. The patient got a very bad concussion, went unconscious, and had a bad ¿gash¿ in their head. The patient ¿carvass¿ in the right side of their head, from top of hairline on forehead to below their eyebrow and that this could have shut that part of their brain down. It was noted the patient¿s brain was affected, and it made them ¿cuss.¿ it was reported the issue had since resolved. The patient would follow up with their healthcare provider (hcp) regarding the loss of therapeutic effect and return of symptoms and have the hcp check the implanted system to see if the fall affected it. It was reported today had been better. No new information was reported by the healthcare professional.